Manufacturer narrative:
The patient's sensor broke during the removal procedure but healthcare professional was able to retrieve the pieces successfully on (B)(6) 2022. No further investigation is required.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where patient's sensor broke during the removal procedure but the healthcare professional was able to remove the two broken parts successfully.